Event description:
It was reported that the 71 bd luer-lok¿ syringes were missing scale marking print. The following information was provided by the initial reporter: "71 syringes have been found in manufacturing with missing print."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos of 3ml syringes were received and evaluated. One of the photos examined had nine loose 3ml syringes. The second photo had seven loose 3ml syringes. The print appeared to have been scraped off in all affected samples. The condition observed was non-conforming per product specification. Potential root cause for the missing print defect is associated with the assembly process. It is likely a jammed component that later was dislodged caused the missing print observed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1138210 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.